Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and intermittencies. The pt was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.